Event description:
It was reported that the stimulation was turning on when the stimulation was turned off. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).